Event description:
A report was received that a patient's precision system was explanted due to a staph infection. The infection was treated with antibiotics and the patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned to bsn for evaluation.